Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
Handicare minilift 160 lift reported by caregiver with very strong oder. Purchaser indicated they had an allergic reation to smell causing throat swelling. Also reported seizures in patient intended for use with.